Manufacturer narrative:
Internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. Per medsun user facility report # (B)(4), the date of event is aug 2024 but the user facility did not inform belmont about this incident when it actually occurred. We became aware of this incident on november 12th, after receiving the medsun report therefore, reporting this now. The user will lose the ability to infuse the patient during the issue. In an event of air in line, alarm is generated with instructions to resolve the issue. In the event this issue cannot be resolved, another device or other methods can be used to infuse the patient. There was no patient harm associated with this event. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In case if air is detected in the device, the rapid infuser exhibits the following alarm message: "air detection, open the door. Squeeze tubing below detector to clear trapped air reinsert tubing and close the door". Belmont contacted the user facility on november 12, november 25th and december 4th to collect additional details on the event but haven't received any information as of today. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The user facility staff reported that, unknown if it was belmont c81287 or c80903. Belmont was primed without difficulty. When attempting to infuse blood an error stating there was air in the chamber kept alarming. Attempted to squeeze the chamber multiple times to correct but kept receiving the same error message. Was able to turn off/on and re-prime without difficulty. No air was seen /detected by this registered nurse (rn) or other rns involved. Had to hand pump blood into the patient using blood tubing.

Manufacturer narrative:
It was determined that neither the rapid infuser nor disposable set involved could be sent for investigation. The serial number of the unit and lot number of the disposable set were unknown. Therefore, no investigation could be carried out into the cited material as well as device and lot history. No device malfunction could be verified and the root cause could not be determined. All disposable sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies no further issues were reported on the rapid infuser involved in the incident. The complaint file will be reopened in the event the device or additional information become available. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.